Event description:
The customer reported a patient reported to them that they had been exposed to an unknown cidex solution. The customer stated that they did not know what cidex product the patient was exposed to. The patient stated that the cidex solution was spilled at their place of employment and they spent a long time cleaning up the spill. The customer did not report any physical complaints from the patients. The customer reported that she called because the patient was requesting toxicology information about the solution. The customer was provided with the link to the msds for all cidex solutions. The customer declined to share any additional information about the patient and could not provide information about symptoms that the patient might have had. The customer was asked to have the patient call to provide additional information.

Manufacturer narrative:
Exposure to cidex product.